Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A home patient (hp) contacted global technical services, to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3. The hp stated, there was no disconnect or leaks. The hp confirmed, a clamp was open on an unused line. The tsr assisted the hp to clear the alarm. The tsr reviewed proper procedures per the user manual with the hp. There was no injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 3 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The hp confirmed that the clamp was left open on an unused line. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).